Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error occurred when aspiration was activated. An avx® thrombectomy set was selected for use during treatment of a clot in an arm fistula. The physician was able to successfully make a pass on one side, removed the catheter, wanted to go back in, and when the catheter was re-inserted, aspiration was activated but after one second it would stop and give a "check saline supply" error. The procedure was completed with another of the same catheter with no issues. Patient status was fine.